Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed occasional atrial undersensing and the atrial intrinsic amplitude was not out of range. The battery longevity status is normal and lead measurements are stable. Programming was adjusted and at this time, the crt-d system remains in service and there were no adverse patient effects reported.